Event description:
After submitting the initial report (mrf: 8010002-2024-00030), it turned out our product (plasmaflo op) had not been used for the treatment.

Manufacturer narrative:
After submitting the initial report (mrf: 8010002-2024-00030), it turned out our product (plasmaflo op) had not been used for the treatment. Therefore, we determined to withdraw this report.

Manufacturer narrative:
The complaint product was discarded and cause investigation could not be conducted. We judged this incident is reportable since the patient was hospitalized due to transient ischemic attack and the patient developed the symptom after plasma exchange (pe) treatment. Transient ischemic attack and ischemia stroke are not mentioned in the instruction for use and there has been no similar event associated with use of plasmaflo op so far. We will continue to monitor similar complaints carefully.

Event description:
This incident occurred when pe (plasma exchange) treatment was performed on a patient in germany. Plasmaflo is identical model to op-05w(a) marketed in us. After plasma exchange (pe) treatment, a patient developed acute, transient left-sided arm plegia, which was classified as a right-hemispheric transient ischemic attack (tia). Following four days of stroke unit treatment, the patient's symptoms have been resolved completely. A further four times pe treatment were well tolerated by the patient.